Manufacturer narrative:
This report is submitted on september 14, 2022.

Event description:
Per the clinic, the patient experienced intermittent sound connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.